Event description:
Additional information was received when the patient's spouse called to report that the patient had a defective lead attached to his newly implanted device and was getting shocked. The field representative was contacted and was able to refute this allegation. The field representative confirmed the patient did not receive any shocks. The rv lead was repositioned and the device was reprogrammed back to normal settings. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a new cardiac resynchronization therapy defibrillator (crt-d) implant procedure, high shock lead impedances were observed through the single coil right ventricular (rv) lead, triggering an alert (code 1005 for an impedance of 145 ohms). Painless shock lead impedance values were between 135 and 150 ohms. Induction testing was performed in reversed polarity, which successfully converted, but impedances were still at 150 ohms. A new crt-d and rv lead were then used and the same impedance values were observed with successful defibrillation threshold (dft) testing. The procedure was completed. The next morning, the rv lead was not capturing. The av delay was extended to allow rv sensing and bi-ventricular trigger pacing. No adverse patient effects were reported.